Event description:
The customer contacted physio-control to report that their device had its service led on and had logged multiple event codes into its memory. During an evaluation of the device by physio-control, it was observed that all leds of the device were flashing, that the word 'service' was displayed on the screen and that the device did not respond to its keypads. The device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that it would occasionally lock up with all leds flashing and the word 'service' displayed across the screen. Several event codes had been logged that were indicative for a failure of the programmed system pcb assembly. The programmed system pcb assembly was then removed for further evaluation, but the reported issue could not be reproduced during testing of the programmed system pcb assembly. The cause of the reported issue was due to a failure of the programmed system pcb assembly, but further cause could not be determined. The customer declined repair of the device and requested physio-control to dispose of the device.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.